Event description:
It was reported that, "during the tha, when the surgeon was removing the accolade tmzf rasp with the accolade offset rasp handle, the plate of the rasp handle break." There was no adverse consequence to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.